Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, a minimum fill notification occurred while the cartridge was filled with 120 units of insulin during the load sequence. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged between 337-393mg/dl.